Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor of ophthalmology reported that a systems lamp would not turn on. The timing of the event and patient impact are unknown. Additional information has been requested but none has been received.

Manufacturer narrative:
This file not reportable with the new information provided. The previous information of lamp not able to turn on was not correct. (B)(4).

Event description:
The customer reported that a system displayed a system message. Timing of the event and patient impact are unknown.